Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right internal carotid artery, the distal segment of the device would not fully open. It was reported that repeated attempts were made to open the device; three attempts were made to recapture and redeliver without success. The device was resheathed and removed from the patient and a new device was used to complete the procedure successfully. No patient injury was reported. The aneurysm was unruptured and saccular with a max diameter of 6 mm and the neck diameter was 4mm. The distal landing zone was 4.2 mm and the proximal was 4.8 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-method eval code-result eval code-conclusion the pipeline flex pushwire and pipeline braid were returned for evaluation. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with both ends having slight fraying, and the middle section having no damages. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation of failure to open could not be confirmed. We are unable to definitively determine the cause for the reported experience. However, it is possible that the patient¿s moderate vessel tortuosity and the damaged braid may have contributed to the reported experience. The damage to the braid of the pipeline is possibly the result of the physician resheathing the device more than the recommended two times. In addition, the distal hypotube was observed to be damaged (stretching). However, the cause for the damage could not be determined. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. All products are 100% inspected for damage and irregularities during manufacture.